Event description:
Patient reports that he was ascending a step with a 6" riser when he lifted up the unit while still on the knee rest. He heard a loud "pop" and the tiller collapsed back on him. The tiller lock assembly had broken. There was no fail or injury. He had repeatedly performed the same maneuver prior to the incident without problem.